Event description:
During the procedure, the patients bp dropped, had no pulse and they called a code blue. Patient's oxygen saturation fell and airway closed. There was difficulty in ventilating. Facility was able to intubate but paramedics were called for additional support and patient was transported to hospital. Physician said the patient's family voluntarily had him removed from the ventilator on (B)(6) 2024.